Event description:
Reference number (B)(4). Event occurred in the united state. It was reported that patient faced an infusion set occlusion event. Blockage was located at the site. Infusion set was used for more than 48 hours. Blood glucose level was displayed high at the time of the event. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.